Event description:
Procedure: oophorectomy. According to the reporter: the vloc needle broke in half. Half the needle was found in the trocar. Fluoro was used to locate the other half, but the surgeon was unable to retrieve it from the patient.

Manufacturer narrative:
(B)(4).